Event description:
It was reported that during the implant procedure when the lead crossed into the valve, the lead wound around itself and was impossible to move it away. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the distal conductor was fractured due to overstress, the outer insulation was torn, the lead was stretched, and the lead appeared to have been damaged at implant.